Event description:
Routine complaint investigation when a consumer reported receiving blood glucose values without touching the button. A lack of readings issue. If this meter was used to perform an assay, the results could be an imprecise reading. No death, serious injury or medical intervention was reported.